Manufacturer narrative:
The exact cause of the patient's diagnosis of dic cannot be determined. No product was returned for evaluation or lot number provided. Patient info including medical history was requested however not provided. A review of the complaint database confirmed there have been no other reports of dic associated with crrt. Nxstage medical considers this report closed. No add'l info will be provided. This report and the info contained herein is submitted to the food & drug administration under 21 cfr part 803 and represents the info available to the company at the time of the report.

Event description:
An unspecified patient on crrt with no anticoagulant for 15 days developed dic. Therapy was discontinued on an unspecified date and replaced with hemodialysis and dic resolved. The patient rec'd "massive" amounts of cryoprecipitate and platelets. No further details were provided.